Event description:
It was reported that stent damage occurred. A 7.0x60x75cm express® ld iliac / biliary stent was selected. During unpacking, the distal end of the stent was noted to be slightly bent. Thus, the device did not enter the sheath valve. The device never entered the patient¿s body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).